Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). After review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although the bleeding was likely related to angioectasias, comorbidities, and pharmacological factors such as anticoagulants are likely possible contributing factors. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that on (B)(6) 2015 she was admitted after presenting with a 1 week history of melena and low flow alarms. Her hemoglobin and hematocrit had decreased to 7.6gm/dl and 22.7% from 13.2gm/dl and 40% at most recent clinic visit (B)(6). She was transfused with 1 unit prbcs on (B)(6) 2015. At event onset she was on asa 81mg and warfarin 6mg daily; both were stopped on admission and held throughout the event. She was started on IV pantoprazole 40mg twice daily. Gi was consulted 5/12 and recommended upper endoscopy. Small bd in ascending colon and treated with argon plasma coagulation. Bowel enteroscopy was performed (B)(6) 2015 and showed no evidence of bleeding. Nuclear medicine gi bleeding scan showed active gastrointestinal bleed originating in distal small bowel. Colonoscopy was performed (B)(6) with findings of blood throughout the entire colon and distal small bowel. Stigmata of recent bleeding was founding ascending colon and were treated with argon plasma coagulation. Two angioectasias with stigmata of recent bleeding were found in distal ileum and were treated with argon plasma coagulation. She was transfused with 1 unit prbcs on (B)(6) 2015 and hemoglobin and hematocrit were stable after colonoscopy. She was discharged home (B)(6) 2015 with instructions to have follow-up labs on (B)(6). On (B)(6) 2015 hemoglobin and hematocrit had dropped to 6.1gm/dl and 18.8% and she was readmitted for recurrent gi bleed that day. She reported that she had melena following discharge (B)(6) 2015. She was transfused with 2 units prbcs on (B)(6) 2015. Stool sent for occult blood (B)(6) 2015 was positive. Pantoprazole 40mg IV twice daily was started (B)(6) 2015. Gi was consulted (B)(6) 2015 and recommended monitoring hemoglobin and hematocrit, as well as nuclear medicine bleeding scan. Bleeding scan (B)(6) 2015 did not show any active bleeding. She had continued melena. On (B)(6) she underwent small bowel enteroscopy which showed no evidence of bleeding. Gi recommended continuing off all anticoagulation. Hemoglobin and hematocrit were stable and she was discharged home (B)(6) 2015 with instructions to continue off warfarin and aspirin and was started on oral pantoprazole.